Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 144 closed samples. All closed samples received are correct. All closed samples have inside the pack 4 sutures as the product description. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client has reported that 3 or 5 needle and thread were packed in pc. (4threads/pc). There is no patient involvement. Additional information has not been provided.